Event description:
The operator of an advia centaur instrument observed smoke emitting from the power supply assembly. There were no reports of injuries or adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse replaced the reagent probe heater coil detector and installed a new power supply. The fse checked all voltages and performed a daily cleaning procedure. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.